Event description:
The patient was implanted with two leads with the same lot number. It was reported the patient experienced numbness in her left leg a few hours following the implantation of her trial leads. Her physician states the nerve damage in her left leg may be how her body is responding to the stimulation. Testing was performed in the office to test the strength of her leg and he does not feel it's severe or permanent. He plans to complete the trial and the patient is receiving 50% pain reduction.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.